Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect the pump and cartridge, clean the pneumatic tap area, and attempt to load the cartridge again. However, the customer was unsuccessful in loading the cartridge and did not have supplies nearby, so no further action was required at that time.